Manufacturer narrative:
(B)(4). Batch # n54n6a.

Event description:
It was reported that during a laparoscopic appendectomy procedure the devices did not fire. No additional details were available. Procedure was completed with another device of the same product code. There were no patient consequences reported.